Manufacturer narrative:
Event date: 2015. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported thrombus on the device occurred. In (B)(6) 2015 a left atrial appendage (laa) closure procedure was successfully performed. A 27mm watchman laa closure device was implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. On an unspecified date in 2015, transthoracic echocardiogram revealed thrombus on the device. The patient's medication was changed in (B)(6) 2015. The event was considered as resolving. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the thrombus was considered resolved in (B)(6) 2015.